Event description:
It was reported to philips that the system's emergency stop was active, preventing the system from booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the emergency stop was activated mistakenly. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system was non-operational after the emergency stop button was accidentally activated. To resolve the issue, the rse instructed the customer to restart the socomec ups, which allowed the system to power up. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The cause of the emergency stop button activated mistakenly was determined to be a user error due to the unintended operation. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.